Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump (time of loss not provided). The transmitter ultimately regained connection with the pump. No additional patient or event information was available.